Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 29 issue was verified. No failure related to the reported low blood glucose level was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were not confirmed. User made bolus request for 11.77 units of insulin at 1:48 am on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. Bolus requests made during the early morning hours of (B)(6) 2018 may have caused bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 51 mg/dl due to an unknown cause. Bg level was addressed by consuming carbohydrates. Recommendation was made to consult with their health care provider to discuss diabetes management. Additionally, it was reported that multiple cartridge alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. Bg level was 261 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.